Event description:
When stapler was in abdomen, several staples were noted to have fallen out of the cartridge prior to firing. Stapler was removed and load was wasted without firing. A reload was then placed and the case proceeded. When the load was fired, the jaw stuck closed and would not readily release. The trigger was forced open and the jaw released. Staple lines were examined by the surgeon and were deemed to be intact. Chart reviewed. Procedural note states: "the mesoappendix was then controlled, which was indurated as well with the harmonic scalpel and then atw 35 stapling device was used to staple across the base of the appendix. Of note, when first placing a stapling device, before even engaging the stapling device, some staples were falling out of the stapling device and as such a new load was placed into that stapling device. The stapling device was then fired, but it initially would not release to cut through the tissue acting as if it could misfire, and that is being reported to the manufacturer. The staple line as best we could tell appeared to be intact on the patient side." Postoperative recovering as expected.